Event description:
The surgeon implanted a silicone lens model aa4207vf and was torn during insertion. The lens was removed without pt injury. The facility believes the lens was damaged by the injector.